Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system were implanted for the endovascular treatment of a 6.3 cm diameter abdominal aortic aneurysm on (B)(6) 2014. The proximal aortic neck measured 31mm in diameter and 10 cm in length. The right common iliac artery measured 15, 25, 22 mm in diameter. The left common iliac artery measured 26, 15, 17 mm in diameter. The femoral access arteries measured 9 mm in diameter. The proximal aortic neck was mildly angulated. There was no calcification noted on the proximal aortic neck. The iliac arteries were mildly calcified. It was reported that on a follow up non-contrast CT scan, the aneurysm was enlarged by 2 mm. An angiogram was done later to evaluate the cause of aneurysm enlargement. The physician thought that there was a distal type I endoleak coming from patient's left common iliac artery. The patient received treatment. The left internal iliac artery was coiled and two endurant stent grafts were used to extend the seal into the left external iliac artery. Another angiogram done showed there was still an endoleak. The physician thought there must have been a proximal type I endoleak as well. Another manufacturer's stent graft was placed in the proximal seal zone. Final angiogram done showed that endoleak resolved. Per the physician, there looked to be evidence of a distal type I endoleak in the left common iliac artery due to the common iliac artery being larger than the 20 mm limb. The proximal type I endoleak might have occurred because it was a relatively short and angled neck. No additional clinical sequelae were reported and the patient is fine.